Event description:
It is reported that the device was implanted in 2007. The plate broke approx four and a half months later. The device was revised on three days later, where the plate was removed.

Manufacturer narrative:
This report will be amended when our investigation is completed.